Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the customer followed the instructions to reset the pump. After the reset, the error did not reappear, and the customer successfully started a new sensor session.